Manufacturer narrative:
(B)(4). Approximate age of device- 14 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. On (B)(6) 2017, log files were submitted due to elevated power and flow estimation observed on system controller interrogation. The lactate dehydrogenase (ldh) was 1048 u/l. A ramp echocardiogram revealed possible pump thrombus. It was reported that the aortic valve mostly closed. The patient was started on a heparin infusion. The manufacturer¿s technical services representative reviewed the submitted log file and observed an increase in power over time. On (B)(6) 2017, the patient was switched from intravenous heparin to intravenous bivalirudin. On 06/01/2017, it was reported that the bivalirudin dose was increased on an unspecified date and that the ldh continued to decrease. The patient¿s ldh on (B)(6) 2017 was 812 u/l. On (B)(6) 2017, the customer reported that lvad system continued to produce intermittent elevated power and flow estimations. The patient was clinically stable, but remained on intravenous bivalirudin. The patient¿s renal function was worsening, with the creatinine up from 1.6 to 1.84 mg/dl. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the suspected thrombus and reported hemolysis could not be conclusively determined. The account submitted system controller log files dated from (B)(6) 2017 for review. All of the captured events were routine power source exchanges, data logger entries, and pulsitile index (pi) events. It should be noted that beginning on (B)(6) 2017, there were 21 power elevations above 9 watts. Mostly accompanied by pi events. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.